Event description:
It was reported force sensor and force sensor background test. No patient injury reported.

Manufacturer narrative:
The device was received with both seals in tact and did not notice any external damage. The history log showed there was a force sensor bgnd test error in history. Customer stated problem was verified during occlusion tests. Testing showed the device needed a replaced plunger cable and that cleared up the problem. The root cause was unable to determine, did not notice any external damage to the plunger cable. The tech replaced plunger cable. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.